Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately low compared to another device and her feelings. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The patient's mother reported that the alleged inaccuracy began in (B)(6) 2010. On an unspecified date/time, the patient was taken in for a routine doctor's appointment. At the time of the visit, the patient's physician tested the patient with the subject meter and obtained a result of "49 mg/dl". At the time of the test, the patient was asymptomatic and was then tested on other devices. The patient's mother reported that the patient's blood glucose was in the "100 mg/dl range" when tested with the doctor's meter. On an unspecified date/time, the reporter also claimed that the patient obtained blood glucose readings of "103 mg/dl" with the subject meter and "211 mg/dl" on a laboratory device, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's accuracy criteria. The patient's mother reported that prior to being aware that the subject meter was reading inaccurately, she would either decrease or skip giving the patient her insulin in response to the low results she was obtaining and instead give her something to eat. On at least one occasion, the reporter claimed the patient tested positive for ketones a day after obtaining low blood glucose readings with the subject meter. The patient's mother reported that she contacted the patient's physician and was advised to give her a lot of water to drink in addition to an increased dose of insulin (type and amount unknown). At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient developed symptoms suggestive of hyperglycemia after obtaining alleged inaccurate low blood glucose readings with the subject meter.